Event description:
Reported by the complainant as follows... A pt developed necrosis and gi bleeding related to pressure from the balloon. Three attempts to encourage the nurses to call back to give more details for this case have been unsuccessful. Due to a lack of enough info about this event, it is deemed serious. It is unk how much bleeding occurred or whether blood replacement was needed. The outcome of this issue is also unk as is the relationship of the device to the event.

Manufacturer narrative:
(B)(4).